Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever. "It is further alleged that "on or about (B)(6) 2014, the patient underwent a surgical open biopsy of pelvic mass (right inguinal) procedure revealing necrotic cellular debris, fibrin, chronic inflammation and a granuloma; on or about (B)(6) 2014, the patient required surgical debridement and revision of total right hip arthroplasty."

Manufacturer narrative:
The patient's primary implant sheet was received on july 4, 2015. The additional devices associated with this event are: cat # 6260-9-136, lot # mhkn4v, description: v40 cocr lfit head 36mm/0; cat # 502-11-52e, lot # 30752901, description: trident hemispherical cluster hole shell; cat # 2060-0000-1, lot # mhknj8, description: acetabular dome hole plug; cat # 623-00-36e, lot # mhkr7y, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever. "It is further alleged that "on or about (B)(6) 2014 the patient underwent a surgical open biopsy of pelvic mass (right inguinal) procedure revealing necrotic cellular debris, fibrin, chronic inflammation and a granuloma; on or about (B)(6) 2014 the patient required surgical debridement and revision of total right hip arthroplasty."

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the operative report notes a previous incision and drainage of the right total hip arthroplasty had positive fungal cultures at five weeks. There is no histo-patology or gross description of findings at revision surgery of (B)(6) 2014 of the right hip to suggest altr. There are no documented increased cobalt or chromium levels. There is no examination of the explanted components relative to the left hip, no histopathology or culture and sensitivity results from the (B)(6) 2014 left hip surgery, and no x-ray images available. There is no evidence that the clinical situation described in the left hip is not due to fungal infection, which was noted previously as the etiology in the right hip with a similar problem. The incidental findings of corrosion product in the modular junction of a metallic head does not in itself represent a diagnosis of metallosis or trunnionosis. In this complicated case of a patient with multiple comorbidities, there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ review of provided lab results by a stryker scientist indicated: "all sterile lot certificates for the implants utilized were review for accuracy. There were no deviations ¿ including under dosing or reprocessing ¿ noted. Additionally, all packaging information was reviewed, and no deviations were identified. Based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices (i.e.: metal stem, femoral head, or acetabular cup; uhmwpe insert)." Device history review: all devices accepted into final stock conformed to specification. Complaint history review indicated there have been no other events for the reported lot or sterile lot. Conclusions: the root cause of the reported event could not be determined as histopathology or culture and sensitivity results were not provided. A review of the medical records by the clinician indicated "there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ a review of the medical records by a stryker scientist indicated: "based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever. "It is further alleged that "on or about (B)(6) 2014 the patient underwent a surgical open biopsy of pelvic mass (right inguinal) procedure revealing necrotic cellular debris, fibrin, chronic inflammation and a granuloma; on or about (B)(6) 2014 the patient required surgical debridement and revision of total right hip arthroplasty."

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an accolade tmzf plus 127 degree v40 hip stem. Additional devices reported were: unknown lfit anatomic v40 femoral head; unknown trident hemispherical acetabular shell; unknown acetabular dome hole plug; unknown trident x3 0 degree polyethylene insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.